Event description:
This report was received by baxter (B)(4) and is a report by a consumer with supplemental information provided by a nurse in the (B)(6) of peritonitis with culture (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was reported to be ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. At the time of the initial report, the cause of peritonitis was unknown. Treatment rendered for the event was not reported. The patient was not hospitalized for the event. It was reported that the patient is recovering from the peritonitis. Concomitant therapy was not reported. On (B)(6) 2012 during follow up, the nurse reported the event of peritonitis with (B)(6) is likely due to an infectious etiology and a break in aseptic technique which occurred during the peritoneal dialysis procedure. The cause of the peritonitis was not associated with a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis- use error - breach in aseptic technique is confirmed because it was reported that the peritonitis was likely caused by an unspecified break in aseptic technique. The assignable cause is undetermined, as the reason for the breach is unknown. A labeling review was performed which found the labeling adequate for the use error in this complaint.